Event description:
The complainant reported that an impella cp pump stopped unexpectedly during patient support. Attempts to restart the pump were unsuccessful and the decision was made to remove the device.

Manufacturer narrative:
Device was returned on 04-jun 2025 and an investigation is underway. Upon completion of the investigation, a supplemental will be filed. Instructions for use for the related event are as follows: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. H6 type of investigation code added.